Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the device did not find any issues with the cannula assembly that would result in high blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been emergency room with diabetic ketoacidosis (dka). The patient¿s blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (back), felt nauseous, started throwing up and so patient called the ambulance. Patient tried to bolus. The patient was treated with an intravenous fluids, water saline solution, and a new pod was applied. Patient was given anti-nausea medication and a couple of other things. The patient¿s basal rate and bolus rates had small adjustments made to it and the patient was put on a continuous glucose monitoring (cgm) by the doctor.